Event description:
Expiration date, lot number, and catalog number are rubbed off the vial of strips. Caller does not report that the vial had gotten wet.requested return of suspect vial and replacement was sent.